Event description:
During a premature ventricular contraction ablation procedure, the patient became hypotensive following rf energy delivery. A venogram revealed a spasm in the left coronary artery, and the procedure was subsequently stopped. A coronary artery bypass grafting was performed. There were no reported performance issues with the catheter. The patient remains stable.